Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, leads and clik anchor were replaced. The reason for revision was inadequate charging. No device malfunction was suspected. The patient was reportedly doing well post operatively. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 15121768, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo a replacement of the ipg and leads for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2158-50 serial #: (B)(4) description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient will undergo a replacement of the ipg and leads for an unknown reason.